Event description:
During the breast biopsy, there was a small piece of clear plastic removed from the sample collection apeture. The case was then finished with the same instrument with no pt consequence.